Event description:
It was reported that during a right breast lombectomy with a sentinal nodes procedure, the device worked intermittenly with the hand activation. Completed procedure by using the footswitch with no patient consequence.

Manufacturer narrative:
The ace14s device was received in good condition. No visible damage was noted. The hand-activation contact were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.